Event description:
The user facility reported that during a therapeutic transurethral resection of bladder tumor (turbt) procedure, the users experienced a complete loss of image. The user facility reported that when the first telescope was introduced to the patient, and when the user pressed the foot switch of the electrosurgical unit, the user observed a visual arcing, heard two "poofs", and reportedly smelt an electrical burn; however, the user did not specify the source. The user subsequently reported that they could no longer see anything through the telescope. The user withdrew the first telescope and used a second telescope. Upon insertion of the second telescope, it blew out. The telescope was then withdrawn from the patient, and a third telescope was used and this time the users replaced the working element, bovie cord. Upon introduction of the third telescope to the patient, the third telescope blew out. The first three attempts were reportedly performed by a resident. Finally, the attending physician replaced all the equipment in the system except for the electrosurgical unit and the light source, and completed the procedure without any adverse impact to the patient.

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional and clarifying information regarding the report, as there was conflicting information provided regarding the report; however, no further information was provided. The telescope referenced in this report was returned to olympus with the complaint of blurry image. The evaluation confirmed the users report of image difficulty due to broken lens inside the optical fiber system. In addition, the outer tube was found bent, which likely caused the image difficulty. The bent outer tube is attributed to physical damage due to mishandling. The concomitant devices were not returned to olympus for evaluation. If additional significant information will become available later, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution. Olympus america inc. Is filing mdrs on behalf of gyrus acmi and olympus medical systems corporation. (B)(4). Cross-referenced MFR. Report number 9610773-2010-00035, and 9610776-2010-00036 for the associated devices.